Event description:
It was reported that patient¿s device contained baclofen at a concentration of 102 mcg/ml with a dose of 29.13 mcg/day and hydromorp hone at 36mg/ml at a dose of 10.28 mg/day. The health care provider (hcp) wanted to decrease the patient¿s new baclofen concentration of 50 mcg/ml by fifteen percent ¿but it jacked up the hydromorphone to 17.91 mg a day. We didn¿t want that¿. It was reported the hcp had wanted the baclofen to be decreased to 25mcg of baclofen a day and wanted 10.28 mg hydromorphone a day. The hcp wanted to know how to get the hydromorphone rate decreased. The hcp had already started the bridge bolus fifteen minutes prior with the change before noting the hydromorphone was going to be 17.91 mg a day. It was noted the hydromorphone concentration had not been changed. After reviewing the pump session logs, it was determined the bridge bolus already in progress was programmed to run at 29.13 mcg/day of the baclofen and 10.281 of the hydromorphone. The hcp confirmed this is the dosage that was intended and that the bolus was properly programmed. It was determined the only change that was needed was the simple continuous dose; the baclofen dose was then changed to 13.88 to allow the hydromorphone dose to be 10mg/ml. The hcp confirmed after reprogramming the simple continuous dose that they wanted the 44 percent decrease that would occur as a result of the programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8840, (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) misunderstood how the pump worked, that it ¿only has one channel unlike IV (intravenous) pumps that can have multiple channels.¿ it was noted that there was no issue with the pump- it was a misunderstanding with how the pump worked. The patient was getting ¿good therapy,¿ no effects were felt from decreasing the baclofen. It was noted that no further information could be obtained.